Event description:
Juvéderm® voluma® with lidocaine applied to zygomatic arch/anteromedial cheek.

Manufacturer narrative:
Method code(s): 4112. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports injection with 1ml juvéderm® voluma® with lidocaine and 1 ml juvéderm® volbella¿ with lidocaine under the eye. Patient developed swelling and collapse on the left occurred ¿alternate some days.¿ healthcare professional reports facial cellulitis (based on clinical manifestation), like foreign body reaction and biofilm (bacteria contamination), 15 days post injection. Biopsy report was not provided. Symptoms appeared at the left lower periorbital area (tear trough), left cheek, and right cheek. One week later, hyaluronidase injection to left tear trough area + ciprofloxacin (500) 1*2opc for one month. The following week, complete hyalunidase injection to tear troughs and cheeks, antibiotic continued. Symptoms resolved the following day.